Manufacturer narrative:
Result: the penumbra aspiration pump (pump) outer casing was damaged near the ground pin. The pump was powered on and run for 30 minutes and no issues were found. The pump was, therefore, functional. Conclusion: evaluation of the returned device could not confirm the complaint. The pump was powered on and run for 30 minutes and no issues were found. The cause of this complaint cannot be determined. Further evaluation of the returned device revealed that the pump casing was damaged near the ground pin. This damage likely occurred during return transit. If the pump is not properly packaging during transit, damage such as this may occur. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the pump max did not power on after the green "on" power switch was pushed several times. After several additional attempts were made, the pump max eventually powered on and the procedure was successfully completed using the same pump max. There was no report of an adverse effect to the patient.